Event description:
Device 2 of 2: reference MFR report: 1627487-2013-10101. It was reported the pt ((B)(6)) is experiencing a heating and burning sensation at the ipg site when charging her dbs device. The pt was provided with the manufacturer recommendations to avoid heat while charging. The next planned course of action is to provide the pt with a low-energy charging system when available for issue in europe. Please note: the device information for the charging system associated with this event was requested, but not available at the time of this report.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation performed. Results: pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.